Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non- malignant pain. The patient noted that he decided to have his pump removed, his wife was dying of lung cancer and he could not afford to mess around with his health care professional (hcp). Patient noted he is dissatisfied with his hcp, the hcp rather inconvenience the patient rather than himself because he has an office near the patient but makes the patient drive to (B)(6). On (B)(6) 2017, the patient had a problem with the pump the company representative (rep) said the pump was empty and the doctor made a mistake, the patient didn't hear an alarm and was in so much pain. On (B)(6) 2017, the patient asked the hcp to make arrangements and he was to call the patient on (B)(6) 2017 and the patient had not heard back from the hcp. Patient stated he's already asked around and there's no other hcps, the hospital also told him there's no other hcps. Patient asked if a general surgeon could remove the pump and it was reviewed that generally a trained hcp is the one to remove it and removal of the pump is a medical decision and a discussion between a patient and hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Pain led the patient to request an appointment. There were no alarms to indicate a problem with the pump. An appointment was made to increase the dosage of the pump, at which time a "trigger shot" was administered to provide immediate relief. The pump was then refilled during a subsequent appointment. It was noted the patient's back was completely fused with four titanium rods. It was later reported that the patient was in a lot of pain and the healthcare provider (hcp) had changed from dilaudid to morphine. The pump was empty and the patient had been going through withdrawals. It was noted the patient had been without medication for about three weeks and had just been waiting for a date to take the pump out. The pump was scheduled to be removed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.